Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable pump won't run. Per reporter device also exhibited air in the tubing. Per reporter residual volume was: 3.5 ml, rate 0.4 ml.hr and 36.50 ml was given no adverse patient effects were reported. Per reporter, no additional information is available at this time.